Event description:
It was reported that pt suffered corneal abrasions to both eyes following activefx treatment with ultrapulse encore. Pt was sent to ophthalmologist immediately for evaluation and was confirmed to have bilateral corneal abrasions to both eyes. Pt was prescribed tobradex ophthalmic ointment and advised to wear bilateral eye occlusion and sunglasses. Doctor expects pt to fully recover.

Manufacturer narrative:
The ultrapulse encore was inspected by lumenis technician who found the system to be in good condition with no defects; it passed all tests and met operating specs. User facility suspected possible allergic reaction to ointment used with eye shields.